Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. It was also reported that the customer was in a vehicle accident, and her blood glucose levels went low. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Customer was treated with two glucagon injections. No additional information was provided.